Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection did not identify any defects with the device. A functional flow test was performed, the fluid flowed normally and no leaks were identified. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an access administration set was found to have a leak from the filter of the set. This was noticed during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.